Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving lioresal (2000 mcg/ml at 433.2 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity/other spasticity. It was reported that a new hcp was refilling the pump and had some difficulty accessing the pump but was able to aspirate the appropriate expected volume. Then the hcp had difficulty filling and was meeting resistance. Using a saline filled syringe to fill and then aspirate was discussed. Per the reporter, the hcp tried that and still had much resistance. Using a new refill kit was discussed. The hcp then used a new refill kit and started over with the refill. Per the reporter, the filling seemed like it was much easier. When pulling back the hcp got some clear fluid and then noticed that the pocket seemed as though it was swelling. The hcp then stopped and attempted to aspirate 13 ml of fluid but was not successful. A pocket fill and imaging the pump and landmarks was discussed. The hcp then stated that he would hospitalize the patient and monitor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the company representative indicated that the patient was immediately taken to the emergency room where their pump was aspirated by the healthcare provider (hcp). The fact that they were able to withdraw 1.5 ml meant some refill occurred during the refill procedure. After successfully filling the 20 ml pump, while aspirating and injecting multiple times to ensure they were in the right space, ultrasound was performed and it was confirmed that there was no pocket fill. The drug was in the reservoir and not in the pocket. They monitored the patient for 24 hours, who exhibited no symptoms during this window so they went home afterwards.